Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and the manufacturing documents do show conformity to the specifications. The instrument met fully to our specifications at the time when it was distributed. The visual inspection of the returned wire cutter shows that one cutting blade is indeed partly broken off. It is also clearly visible that the blade cutting edge got damaged due to inadequate or forcible use. Therefore we suppose that too much mechanical force has led to the damage of the cutter. No product fault could be detected.

Event description:
It was reported that the tip of the pelvic c clamp wire cutter broke, while cutting a kirschner wire. This is report 1 of 1 for complaint (B)(4).